Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that the patient had a 20mm sapien 3 ultra valve inside a non-edwards surgical valve that presented with a high gradient of 70mmhg and stenosis. T he decision was made to do a bav with a 20mm true dilation balloon and access the patient's gradient and valve performance and perform a valve in valve procedure if the patients valve performance did not improve. The gradient improved from 70mmhg to 17mmhg, and the decision was made not to implant the valve due to the improved performance of the current valve post bav. Per follow up the patient was experiencing fatigue. The valve had leaflet thickening. The patient is in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the patient had a 20mm sapien 3 ultra valve inside a non-edwards surgical valve that presented with a high gradient of 70mmhg and stenosis. Per follow up the patient was experiencing fatigue. The valve had leaflet thickening. The patient is in stable condition. Per additional information, the implanted valve was under expanded with mid-valve measuring 14.5 mm. In this case, under expanded valve could lead to reduction in the effective orifice area (eoa), and it could obstruct the blood flow across the valve, resulting in increased gradients as reported. As such, available information suggests procedural factors (under sized thv) may have contributed to the complaint event. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.